Event description:
A cartridge change error was reported with the pump. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, the customer was instructed by technical support to inspect the o-ring at the bottom of the cartridge. After confirming that the o-ring was not left on the original pump, the customer successfully loaded the cartridge onto the pump and resumed insulin delivery.